Event description:
Through journal article "chest wall infiltration is a critical prognostic factor in breast implant-associated anaplastic large-cell lymphoma affected patients", a patient in stage iia was in partial response of disease after wide surgical excision in conjunction with pharmacological treatment. Patient was diagnosed with bia-alcl (alk- and cd30+). Affected side is unknown. The device has been explanted. The manufacture of the device is unknown. Treatment: surgical excision and pharmacological treatment.

Manufacturer narrative:
Article citation: antonella campanale, arianna dinapoli, marco ventimiglia, stefano pileri, daniela minella, giuseppe curigliano, maurizio martelli, roy de vita, paola di giulio, marco montorsi, paolo veronesi, silvia giordano, achille iachino and lucia lispi. "Chest wall infiltration is a critical prognostic factor in breast implant-associated anaplastic large-cell lymphoma affected patients," european journal of cancer. May 2021. Volume 148, pages 277-286. The event of lymphoma alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: lymphoma-alcl.